Event description:
It was reported that there was a dosage error. Per reporter, requires log analysis. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). H3: one device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The pump accuracy was within specification. The service history review had no indication that the complaint was related to a service of the device within the review period.